Manufacturer narrative:
Internal blood leak can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complaints blood loss during treatment. The blood loss was insignificant. No patient harm, no medical intervention was needed.